Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. The specific device information is unavailable as the device has been disposed of. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced shortness of breath. In the recovery room the patient had shortness of breath and was given oxygen and 20mg of furosemide orally. The patient did stay at the hospital overnight; however, this was not an extension of the patient's stay and had been planned prior to the procedure. The following day the patient was discharged and considered recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.